Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head assembly. The sample was returned in a brown cardboard box further enclosed in a display shipping box with an electrostatic protective bag. Visual inspection of the display was performed and no abnormality was noted. The customer video was re-viewed. The video shows an iabp display screen flickering, which is consistent with the reported complaint. The display was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. The system had a normal response to the hard keys. Pumping was initiated. Each hard key was pressed multiple times (wait for more than 30 seconds on each press); and the pump properly issued a system error 7 alarm. All the waveforms and icons displayed correctly. A high priority alarm was purposely generated, and the pump had a proper response by freezing the display which was able to be unfrozen using the touch screen. The pump was left to run for over 1 hour with no issues or alarms. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "display fault, display unresponsive" is confirmed based on the submitted video; however, the returned display passed functional test specifications during the complaint in-vestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "display fault, display unresponsive". Additional informaiton stated that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Event description:
It was reported "display fault, display unresponsive". Additional informaiton stated that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).